Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of intraocular lens (iol) delivery system when rotating passes over the cartridge; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A photo attached to the parent complaint was reviewed by the investigation site. The photo shows seven handpieces, top to bottom: 1.- handpiece on top a bag, the handpiece is not a company handpiece. 2.- three handpiece inside a pouch, the handpieces are not company handpieces. 3.- a company handpiece inside a pouch, the reported event cannot be confirmed on the photo attached. 4.- appears to be a company handpiece inside a pouch, the reported product and event cannot be confirmed on the photo attached (qs# 2234861). 5.- appears to be a company handpiece inside a pouch, the reported product and event cannot be confirmed on the photo attached (qs# 2234881). A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, when rotating the injector, it passed over the cartridge. Additional information was received stating that the injectors are very old and have signs of time of use, some were not even from the company. There are 7 medical device reports associated with this file, this is 3 of 7.